Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt380 adult dual heated evaqua2 breathing circuit failed the leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was within the required specification. A lot check revealed no other complaints of this nature for lot number 120317. Conclusion: no fault was found to the returned breathing circuit. All breathing circuits are visually inspected and pressure tested prior to leaving the production line, and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."